Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial#(B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger ((B)(4)) found broken connector pins.

Event description:
It was reported that the implantable neurostimulator recharger (insr) was not charging and that the connector pin was broken. In addition, the patient reports no stimulation sensation. There was no indication of patient harm. If additional information is received, the event will be updated. The indication for therapy was spinal pain and failed back surgery. Additional information received reported that the implantable neurostimulator recharger (insr) was damaged. The insr would not charge. Nothing would come up on the screen when plugged into the wall. The green light was confirmed and this was the same issue since the cord was replaced. It was noted that the patient was going to meet with the manufacturer representative (rep) on (B)(6) 2015. The desktop charger (dtc) wouldn't charge the insr and the insr had a blank screen. The dtc had been replaced. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.